Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, episodes of non-sustained right ventricular oversensing due to crosstalk oversensing were observed. The patient came in clinic and programming changes were made.